Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 26.2cm was returned for analysis. Insulation cut was found at 2.3cm from is-1 connector pin, consistent with damage sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that during an explant procedure, an insulation anomaly at the is-1 pin was observed. The lead was replaced.